Manufacturer narrative:
Product event summary: implant date: (B)(6) 2007 and/or (B)(6) 2008. Pt demographics: male, dob (B)(6) 1969 , initials (B)(6). It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2007 and/or (B)(6) 2008. No additional information has been provided. Neither device nor applicable imaging studies were returned for evaluation. We are unable to determine the cause of the event. No corrective action is possible based on the current data. We will continue to monitor for trends as more definitive data is collected. A review of the device manufacturing records for the infuse bone graft is not possible without additional device information. A query of the entire complaint history of this part was conducted on (B)(6) 2012, which showed that (B)(4) was opened regarding infuse related trend triggers, the yale study press release describes in-depth analysis activities which relate to the safety and effectiveness of the product. Trend triggers related to infuse will continue to be monitored and analyzed for unanticipated complaint trends in parallel with this third-party review. No further action is required at this time - this investigation is considered closed.

Event description:
It was reported that on (B)(6) 2007, patient was admitted to the facility where the surgeon performed spine fusion surgery using rhbmp2 on the lumbar region of his spine from vertebrae l4 to l5. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Post-op, patient reportedly developed increasing pain in his low back, with radiating pain into his left leg, down to his ankle, and numbness on the top and outside of his foot. Patient was diagnosed with cauda equina syndrome and admitted for decompressive revision surgery on (B)(6) 2007 ".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.